Event description:
Auto suture eea 31mm requested and used by surgeon. Following deployment, anvel portion of device remained in patient's rectum. Anvel had to be cut from rectum requiring new anastomosis. Per or supervisor, surgeon stated that the product did not release appropriately.